Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery (lad). After pre-dilation, a 2.50 x 20 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a non-bsc stent. There were no patient complications nor problem reported.